Event description:
It was reported unknown roi-a plate broke post-operatively. A revision surgery was performed to add a posterior construct because the patient did not fuse. This was found during a routine follow-up. It is believed the device remains implanted.

Manufacturer narrative:
If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Corrections in b5, d6a, and h6: impact code. Additional information in a2: dob, b6, b7, and h6: clinical code and investigation type. Device evaluation x-rays were provided which show the fracture. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that an unknown roi-a inferior plate at the s1 level of an l5/s1 construct broke post-operatively and was discovered during a 3-month post-operative follow-up visit and the patient had new pain in the left, anterior thigh. A revision surgery was performed to add a posterior construct because the patient did not fuse. The roi-a construct was not removed during the revision. The patient had a grade 1 spondylolisthesis at the l5 level prior to the initial procedure. Decompression of the right l5 nerve root was not performed during the initial procedure, however, it was performed during the revision when the posterior fixation was added.

Event description:
It was reported unknown roi-a plate broke post-operatively. A revision surgery was performed to add a posterior construct because the patient did not fuse. This was found during a routine follow-up. It is believed the device remains implanted.

Manufacturer narrative:
Corrections in b5. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation product was not returned and no photos were provided, so device evaluation could not be performed. Potential cause root cause was unable to be determined. It is possible that the patient experienced trauma post-op or other unknown, patient, operational or external factors contributed to the fracture. DHR review DHR review could not be completed due to lack of lot information. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported unknown roi-a plate broke post-operatively. A revision surgery was performed to add a posterior construct because the patient did not fuse. This was found during a routine follow-up.